Event description:
Reportedly, the connection between the ava catheter body and the contamination shield got broken off. No product will be returned, the device was discarded at the hospital.

Manufacturer narrative:
The device was disposed at the hospital. No product to be returned for evaluation.